Manufacturer narrative:
(B)(4). The complaint rt266 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that a rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the complaint (B)(4) infant dual-heated evaqua2 breathing circuit revealed no damage found to the returned breathing circuit or the dryline. The leakage test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. However, the leak the customer experienced was most likely due to a loose connection in the setup. All (B)(4) infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the (B)(4) infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a (B)(4) infant dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.